Event description:
During a regular pacemaker check, it was reportedly noticed that the ventricular lead impedance was above 3000 ohms, associated with v pacing failure (non-sorin lead). When some pressure was applied around the device and lead area, normal v lead measurements were obtained, but intermittent v pacing failure was still observed. A re-intervention will be performed shortly. An analysis is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.